Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04apr2024.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, as unidentified (tear) opening (shell thickness was within specification). No other observations observed.

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted and replaced.